Event description:
It was reported by service report that the bed had no power due to the power cord being cut. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
(B)(4). This complaint was for a product malfunction only. There was no patient involvement or adverse consequences reported.

Event description:
It was reported by service report that the bed had no power due to the power cord being cut.